Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiber optic module failure alarm occurred. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) visited onsite and confirm the failure of the optical sensor module board. It improved after fiber optic module board was replaced. The above operation has been confirmed and there are no abnormalities. Equipment is in good condition. Safety disk replacement required message has been reset (because it is out of stock). No functional problems. Unit returned to customer and cleared for clinical use. The failure analysis and testing department received a fiber optic module assembly with a reported of the fiber optic module failure alarm occurs. Performed visual inspection of the fiber optic module assembly per the cardiosave service manual part revision r and found no visual damage and the part looks to be in good condition. Installed the fiber optic module assembly into the iabp cardiosave test for testing of the reported problem. Performed and tested in accordance with the service manual part revision r, in an attempt to recreate the reported problem. Found that all functions were normal. The test (1 hour) did not trigger the reported problem of the fiber optic module failure alarm occurs. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Sending the fiber optic module to the supplier for failure analysis as per 0002-07-d008 revision ap. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure. The fat dept received part from the supplier. The supplier evaluation states the following: perform visual check. Result: no abnormalities found. Board was re-tested at fct . Result: passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf the fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed.